Manufacturer narrative:
Investigation details: visual inspections shows that the seal is outside of deployment tube and cracked. Other observations are that tension spring still inside the deployment tube and plunger was depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
Customer reported one extra seal. Visual inspection shows that seal failed to deploy. Several follow up attempts were made and no information was received. Patient status was not available. We have not been able to obtain any additional information from customer.